Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument a burr was found in scissor blades. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a small indent was noted on one side of the scissor blade without any material missing or detached, and no other blade-related issues were present.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have blade damage on the entire blade. Both of the blade edges were indented. The blade indentation did result in the cut test failure. The instrument appears to have detached fragments. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.